Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited no capture in bipolar, high capture threshold in unipolar, and high impedance. During the lead revision procedure, the stylet could not be inserted more than couple of centimeters into the lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.